Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult or delayed clip deployment and partial clip movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, a2 flail, and prolapse of a2. A mitraclip ntw was successfully placed on a2/p2. While deploying the clip, it was noted the grippers were not latched. The clip was able to deploy, but it was stated the clip did not smoothly detach from the mandrel, causing the anterior leaflet to partially slip out of the clip. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported migration of partial clip movement (anterior leaflet to partially slip out of the clip) appears to be related to the difficulty deploying the clip. However, a cause for the difficult to deploy cannot be determined. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.